Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 38 motor stall messages instructing restart, and despite multiple restarts the alert persisted until all infusion supplies were changed and the patient was reconnected, after which insulin delivery resumed and the alert did not recur. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a consecutive stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.